Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was heating up during the case. A delay of less than 30 minutes was reported. There was no report of patient impact associated with this event.

Manufacturer narrative:
Device investigation narrative - the reported complaint has been confirmed. Functional testing has found the motor is drawing excessive current at high rpm setting and as a result the motor is heating up. The complaint investigation has concluded that the motor has succumbed to expected wear and tear and is in need of non-warranty repair. (B)(4).